Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The detached pieces of the hub were returned. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal procedure (high anterior resection), during lateral mobilization of the colon the device broke. The black plastic circle around the base of the shaft, that connects the shaft to the handle shattered. This did occur outside the patient. Not all of the black plastic remnants will be returned as a small fragment fell into the bedside quiver and was not recoverable. There was no patient injury.